Manufacturer narrative:
Arjo was informed about the enterprise 8000x bed malfunction, which occurred in (B)(6) hospital in south africa. It was reported that the bed frame was blocked by the obstruction during raising which led to bending of the frame in the middle section of the bed. The arjo technician confirmed the reported malfunction during device evaluation and noticed that there was also an unacceptable distance between the retaining clip assembled on subframe spigot and bearing assembled into radius arm. There was no information regarding patient involvement. Also, there was no injury nor other medical consequences reported. The simulations carried out by the manufacturer showed that two potential situations can lead to an unacceptable distance. The first one when the backrest is locked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limits, then the bed is gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one when the obstacle is put between the base frame and radius arm. Based on testing results, it can be concluded that the reported malfunction (unaccepted distance) itself cannot lead to the radius arm detachment and bed collapse and cannot compromise a patient's safety if the bed is used according to the procedure described in instructions for use dedicated to the enterprise 8000x bed (IFU 746-585-UK_12). IFU warns: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". Based on the information gathered it can be concluded that the first scenario caused the reported malfunction- the bed frame was obstructed during raising which caused that the steel frame bent and the unacceptable distance occurred. The improper way in which the bed was used by the facility staff against warning included in IFU contributed to the reported malfunction. In summary, the enterprise 8000x did not meet the manufacturer's specification. There was no indication regarding patient involvement at the time the malfunction occurred. The complaint decided to be reportable due to the fact that the unaccepted distance under specific circumstances (described in the section above) may lead to the radius arm detachment and bed collapse.

Manufacturer narrative:
The investigation is ongoing. The results of the analysis will be provided to the follow-up report.

Event description:
Arjo was informed about the enterprise 8000x bed malfunction, which occurred in ethekwini hospital in south africa. It was reported that the bed frame was bent and unacceptable distance between the retaining clip assembled on subframe spigot and bearing assembled into radius arm was noticed. There was no information regarding patient involvement. Also, there was no injury nor other medical consequences reported.